Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt the right ventricular (rv) lead pacing. Reprogramming was done to lower the outputs, which resolved the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient experienced phrenic nerve and diaphragmatic stimulation caused by the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.